Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen at the middle/top area became cracked after the user bumped the device against a counter while it was in a pocket, resulting in partial loss of touch responsiveness and difficulty operating the pump; the device problem involved a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photographs. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, aligning the device problem to a physical break of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.